Event description:
It was reported that the right atrial (ra) lead had poor sensing. A device was implanted that had the capability of unipolar programming and the lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.